Event description:
As reported, in 2008, this pt underwent endovascular repair using gore excluder aaa endoprostheses. A follow-up CT taken at approximately one month later revealed that the ipsilateral leg of the trunk ipsilateral leg component had not completely expanded. Additionally, a type ii endoleak was noted. Additional investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.